Event description:
It was reported to medtronic minimed that the customer experienced critical pump error with open book image and received pump error 35 (mechanical problem). The customer was also reported a crack on insulin pump and the battery cap contacts were damaged. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found corroded pcba 1, pcba 2 and force sensor. Moisture damage was found on the motor. Successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm was triggered by a pump error 35 fatal alarm confirmed in the history file on (B)(6) 2024 23:51:06.000 and (B)(6) 2024 00:01:00.000. The pump was received with cracked battery tube threads and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched case, keypad overlay texture damage, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay at the select button. The pump was received without the original battery cap. Unable to verify damage to the battery cap. Test p-cap and reservoir locked properly into reservoir compartment during testing. Please see below for the pump errors/alarms noted 2 days prior to the event date 04-aug-2024 in the pump history file. (B)(6) 2024 23:51:06.000 alarmalertnotification (40) faultnumber: brokenforcesensorerror (35) (B)(6) 2024 00:01:00.000 alarmalertnotification (40) faultnumber: brokenforcesensorerror (35) (B)(6) 2024 01:07:55.000 batteryremoved (55) (B)(6) 2024 01:07:55.000 alarmalertnotification (40) faultnumber: batteryremoved (84) pump error 35 was confirmed in the pump history file. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to pump error 35 alarm. Pump error 35 alarm confirmed due to corroded force sensor. Cosmetic damage (cracked case) was confirmed at the back of the pump. Battery cap damage was unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.